Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's device was alarming motor error. The customer's blood glucose level was reported to be 163.8mg/dl. Troubleshoot was reported to be conducted. It was reported that motor error alarms were noted in the alarm history. It was reported that the customer had a crack on the reservoir compartment. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.